Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous left anterior descending coronary artery interventional procedure. Reportedly, when attempting to flush the lumen prior to the procedure, there was no flow through the lumen. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported lack of device marking was not confirmed. Analysis of the returned device revealed dried blood present on the external surfaces indicating contact with the patient. The marker lumen testing found no damage and marking was successful. No damage or anomaly was detected. Based on visual and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial MDR the following additional information was received, the proglide device was inserted into the patient's anatomy. There was no blood flow through the marker lumen.